Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part(s) involved with this complaint and the device evaluation was completed. Failure analysis investigation states the reported failure generator is not recognizing instruments could not be reproduced. The unit energized, cauterized and all ports recognized instruments. However, the costumer did report "monopolar and bipolar would not recognize which arm it was attached to. Would only show a "?". Customer stated they had to power off and on the erbe multiple times during cases to recognize an instrument." Due to this, as a safety precaution the unit will be returned to OEM for further investigation.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the system was encountering an issue where the generator was not recognizing instruments when connected. There was no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu and test drive were mixed and matched. The fse found the correction vision side cart (vsc) with the erbe that needed to be replaced and used the surgeon side console (ssc) and patient side cart (psc) that were available. The system was tested and verified as ready for use. Isi has requested the iesu involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed m-02 errors on the iesu related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is a reportable malfunction event due to the following conclusion: it was reported that the iesu was not recognizing instruments when they were connected. The fse confirmed the issue and replaced the iesu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.